Event description:
It was reported that coating issue occurred. A platinum plus guidewire was selected for use in an occluded vessel. During the procedure, it was noted that the coating on the platinum plus wire was coming off when used with the non-boston scientific reentry device. The procedure was completed with an alternate method. No patient complications were reported.